Event description:
It was reported that "masimo pr not correlating with the EKG hr reading on the monitor (reading double the count)" the wave patterns were identical but it seemed to be picking up an extra beat. No patient incident or injury was reported.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The sensor has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the sensor is returned, a follow up report will be submitted.